Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
During service at baxter, a technician reported finding a as50 infusion pump with check plunger alarm received during initial run. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Event description:
The lay reporter contacted lfs on june 9,2010 alleging a battery indicator on the patient¿s one touch select meter. The alleged issue began on (B) (6) 2010 at around 6:00pm and the patient was unable to test her blood glucose. The patient did not exhibit any symptoms at the time of testing. The following morning the patient felt dizzy and was sweating a lot. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient replaced the batteries and issue was still not resolved. The patient denied any misuse of the product. The batteries were replaced and issue was still not resolved and the meter was replaced. The complaint is being reported since the reporter alleged that due to the battery indicator, the patient was unable to test and the following day developed symptoms of feeling sweaty.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.